Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports nearly 2 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant failed to integrate. Clinician reports pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports nearly 2 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant failed to integrate. Clinician reports pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).